Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The patient board is controlling the scope and preprocessing the image signals sent from the scope, and it is assumed that a failure to produce an image occurred due to this failure of the patient board. The device history review (DHR) showed a manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found faulty patient board set causing no image on 180 scopes. The main switch was replaced and the software was updated to version 4.10. All video output signals and images tested ok. The device was returned to full functionality and returned to the user facility.

Event description:
The user facility reported that there are problems with the image processor and probe drive unit. The image is absent. There was no patient involvement. No additional information was provided.